Manufacturer narrative:
Type of investigation codes: (B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with one syringe of juvéderm volbella® xc and during the injection the patient immediately experienced redness at the injection site and the product stayed hard. The patient was seen 18 days post injections by the injector and the patient still had redness, elevation, hardness, and lump at the injection site. The next day the patient was treated with oral methylprednisolone. It was noted events are "improved" but still ongoing.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with one syringe of juvéderm volbella® xc and during the injection the patient immediately experienced redness at the injection site and the product stayed hard. The patient was seen 18 days post injections by the injector and the patient still had redness, elevation, hardness, and lump at the injection site. The next day the patient was treated with oral methylprednisolone. It was noted events are "improved" but still ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with one syringe of juvéderm volbella® xc and during the injection the patient immediately experienced redness at the injection site and the product stayed hard. The patient was seen 18 days post injections by the injector and the patient still had redness, elevation, hardness, and lump at the injection site. The next day the patient was treated with oral methylprednisolone. It was noted events are "improved" but still ongoing.